Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced loss of appetite and was unable to answer questions. Customer's colleague called paramedics and upon their arrival, a blood glucose result of 35 mg/dl was obtained on the paramedic meter. Customer was administered intravenous glucose and post-treatment readings of 65 mg/dl and 70 mg/dl were reported. There was no report of death or permanent injury associated with this event.